Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with fractured latch on door; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a fractured latch on the door was confirmed but not reproduced. An assignable cause was not determined. The pump was not repaired at this time because, it is a stay-in device owned by baxter. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that during previous service on (B)(4) 2010 the pump door was replaced.